Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735339, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the navigation system, the positioning sensor unit (psu) error lamp illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu powered up on the test bench without the amber fault light on. The light did come on later during testing. A check of the event log showed a long intermittent history of illuminator current low. Otherwise, the psu passed an accuracy test (aak) at .23 mm with a passing threshold of .35 mm. This psu had been previously returned for a different failure related to damage. It had been repaired before and was returned to the service inventory. The computer was returned to the manufacture for evaluation and is under analysis at this time. The break-out box cable was discarded at the site and will not be returning for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The installed programs all start and run normally. The computer is fully functional. No failure found. If information is provided in the future, a supplemental report will be issued.